Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer's blood glucose reached high (>500 mg/dl) while wearing the pod between 24 and 36 hours. The patient was taken to the emergency room and his mother gave an incorrect dose of insulin, 50.00u instead of 5.00u, to correct his blood glucose levels. The patient was treated for low blood glucose levels while in the hospital, which reached 95mg/dl, with dextrose and eating.